Manufacturer narrative:
The field service engineer found pinched rinse tubing with a pinhole leak dripping fluid into the reaction cells and a contaminated ise flow path. He replaced various parts, performed cleanings and made adjustments. The customer performed calibration and qc which were acceptable. The last calibration was performed on (B)(6) 2021, the calibration failed and alarms were noted for na. Qc data was requested but was not provided. An ise slope error was observed on the alarm trace. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patients with the cobas 6000 c501 module. Sample ID (B)(6) the initial result was 126 mmol/l and the repeated result was 141 mmol/l. Sample ID (B)(6) the initial result was 118 mmol/l and the repeated result was 133 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were tested on another c501 module and deemed correct. The electrode lot number was g6531 with an expiration date of 20-jul-2021.